Event description:
It was reported that the programmer turned on, but before it even had a chance to boot, it shut off. The switch was turned off and back on, but only the power came on. It was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer plugged in and turned on. Sparks came from the power supply. Power supply is out of electrical specification.